Event description:
It was reported that the patient tried recharging last week but couldn¿t find it and since they had a myelogram on (B)(6) 2014, they didn¿t bother recharging and let it discharge. It was noted that after instruction the patient saw coupling bars on their recharger. It was noted that all of the coupling boxes were shaded. It was noted that the patient was getting a ¿recharge screen¿ on both of their implantable neurostimulator (ins). It was noted that the ins battery level icon was empty and it looked like the implantable neurostimulator recharger (insr) battery level icon was looked like it was getting low too. It was noted that the patient was experiencing a shocking or jolting sensation. The patient had been experiencing these issues for the past 1-1.5 years but the last 6-8 months had been worse. It was noted that the patient had been going to physical therapy for the past 10 years and sometimes when they moved the stimulation modulated and the stimulation became too strong and caused more back spasms. This issue usually happened when the patient was doing movements during physical therapy. The patient was unsure which ins was for their back. It was noted that the patient felt like the stimulation increased by ¿2 points¿ but the actual numbers didn¿t change. It was noted that the patient was last reprogrammed 2 months prior to the report and they had trouble adjusting. The patient used their programmer to decrease their stimulation and the zapping stopped. It was further reported that the patient would be seeing their doctor on (B)(6) 2014. Additional information has been requested, but it was not available as of the date of this report. Refer to manufacturer report # 3004209178-2014-03218.

Manufacturer narrative:
Concomitant products: product ID 37712, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 39565-30, serial # (B)(4), implanted: (b)(6 2008, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3550 -39, lot # n281935, implanted: (B)(6) 2011, product type accessory; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger. (B)(4).